Event description:
It was reported after sheath insertion, when the user removed the dilator from the sheath valve, some blood flew back from the valve. Therefore, the sheath was removed and replaced with a new one. No patient harm was reported. The patients condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported after sheath insertion, when the user removed the dilator from the sheath valve, some blood flew back from the valve. Therefore, the sheath was removed and replaced with a new one. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one psi sheath, dilator, and product lidstock for analysis. Signs of use were observed on the returned components. After failing functional testing, the hemostasis body was cross-sectioned to analyze the internal seal. It was noted that the slit in the seal was not correctly centered. Additionally, the portion of the slit near the edge of the seal appeared curved and traveled past the rounded edge of the seal. The hemostasis valve and psi device were leak tested according to three different parameters per (B)(4): 1) low pressure leak resistance test ((B)(4)): this states, "there shall be no leakage past the hemostasis valve when using a pressure of 20-21kpa (3psi)." The psi was attached to the lab leak tester. With the distal end of the sheath occluded, the sheath was pressurized to 21kpa for 30 seconds. Leaking was observed at the location of the valve, which indicates that the sheath valve is not functioning as intended. 2) liquid leakage - hemostasis valve with dilator advanced the parameters from the low-pressure leak resistance test were repeated with the returned dilator inserted into the sheath. The sheath was pressurized to 42 kpa for 30 seconds and no leaks were observed from any portion of the device. 3) high pressure leak resistance test ((B)(4)): this states, "when tested in accordance with iso 11070: annex e, using a test pressure of 300-320kpa (43.5-46.4psi), there shall be no leakage sufficient for form a falling drop." The psi was attached to the lab leak tester. With both the distal end of the sheath and the hemostasis valve occluded, the device was pressurized to 300kpa for 30seconds. No leaks were detected from any portion of the psi, which indicates that the sheath assembly is intact. The valves of the returned device failed functional leak testing; therefore, the customer reported issue was reproduced during lab testing. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "use arrow obturator, either included with this product or sold separately, as dummy catheter with hemostasis valve/side port assembly and sheath. This will ensure that leakage does not occur and inner seal is protected from contamination." The report of a leaking valve was confirmed through complaint investigation. Visual and functional analysis revealed that the sheath valve was leaking due to a defect in the seal. Manufacturing confirmed this defect occurred during the manufacturing process. The root cause for this issue is manufacturing related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.